Event description:
During the injection of an anti-carcinoma drug by transarterial emoblization, a portion of the catheter's distal section detached and remained in the pt's body. The detached section was removed with a snare. This event did not cause any complications to the pt, who was reported in good condition after the procedure.